Event description:
The customer reported that a syringe pump module with dopamine 5000 mcg/ml in a 50 ml syringe, infusing at 20 mcg/kg/min (13.08 ml/hr) "spontaneously shut of several times causing the pt's blood pressure to drop". The dopamine module was attached to the immediate left of the pcu. Three additional modules were attached at the time, one to the left of the dopamine pump and 2 to the right of the pcu. None of the other modules lost power, and the pcu remained on, only the dopamine module powered down. At the time of the event, the pump was plugged in to a red outlet on the wall and otherwise appeared to be working properly. Due to the decreased blood pressure, the pt required monitoring, restarting of the dopamine, and epinephrine boluses. No additional pt or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: 02/18/2015. (B)(4). The device(s) have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.